Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified and the air/water nozzle was not deformed. Therefore, the cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual ¿chapter 3 preparation and inspection, ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system¿ describes the following warning. - 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - 1 keep the air/water valve¿s hole covered with your finger. - 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle with foreign material. Due to clogging of nozzle, water removal ability does not meet the standard value, irrigation error occurred. This conation was attributed to handling issue, insufficient cleaning issue. The reported issue of "air/water flow issues from the air/water flow system " could be confirmed. Furthermore, the following defects/findings were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber (adhesive connection) has a chip. Adhesive on a-rubber (bending section) has a crack. Adhesive on a-rubber has white-clouded area. C-cover (distal end) has a burn, this indicated that the energy endotherapy accessories were used without ensuring the sufficient distance from the distal end. Switch 2 has a crack, objective lens found with a scratch. Insertion tube becomes deformed (handling issue). Connecting tube has a scratch. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿no ¿ as to when the foreign matter adhered on the device. Did not provided additional information. The possibility that the endoscope was used for the procedure with the foreign material attached to it, the customer noted "no", did not provided additional information. No information provided regarding the cds practices. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Company representative sent a repair request reported with an issue of air/water flow issues from the air/water flow system. There was no patient involvement on this reported event. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .